Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received via a literature article entitled "anesthetic management for left ventricular assist device implantation through left thoracotomy:  evaluation of on-pump versus off pump". This article's goal was to compare anesthetic approach in patients undergoing implantation of a vad with or without cardiopulmonary bypass (cpb) through left thoracotomy approach. A total of 32 patients were divided into two groups; on-pump or off-pump. The study consisted of patients with a mean age of 54.7 years. Eighteen patients underwent surgery with cpb; while 14 underwent surgery without cpb. Pre-implantation histories included nine patients with dilated cardiomyopathy, 19 patients with ischemic cardiomyopathy; while the remaining four underwent surgery for the exchange of their left ventricular vad. At the time of surgery, one patient had a pre-operative cardiac arrest, three patients were being supported with an intra-aortic balloon pump, six patients required pre-operative inotropic support, 21 patients were already on anticoagulants and anti-aggregates and 19 patients had a history of smoking. The article included a report of eight patient deaths. The authors concluded that the use of cpb during vad implantation via left thoracotomy increases operative time and the use of blood products, while causing no change in the rate of complications. No further information has been provided.